Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon/author believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
It was reported via journal article title: surgery for killian-jamieson diverticulum: a report of two cases. Authors: kohei saisho, satoru matono, toshiaki tanaka, naoki mori, haruhiro hino, masahiro fujisaki, masashi nakagawa, fumihiko fujita and yoshito akagi. Citation: surgical case reports (2020) 6:17; https://doi.org/10.1186/s40792-020-0789-0. This case study presented a (B)(6) year old woman with a 1-year history of progressive pharyngeal discomfort. An esophagogastroduodenoscopy (egd) revealed a diverticulum just under the esophageal orifice. The diverticulum was diagnosed as kjd based on these endoscopic and radiographic findings. The patient underwent diverticulectomy. Cricopharyngeus myotomy and 2 cm of proximal esophageal myotomy were performed. After the myotomy, the diverticulum was resected at its base using a linear stapler (ets-flex45, ethicon). The wound was irrigated and closed with the placement of a closed suction drain. A gastrograffin swallow examination on postoperative day 6 revealed no evidence of leakage and the patient started oral intake. However, at 1 month after surgery, she presented with left cervical redness and pain. A gastrograffin swallow examination revealed staple line leakage. However, it was cured with fasting and percutaneous abscess drainage. At 5 months after surgery, the patient was asymptomatic. In conclusion, the first choice of surgery for kjd is diverticulectomy but in a high-risk patient, diverticulopexy is a reasonable treatment.